Manufacturer narrative:
Unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked retainer, minor scratched display window, stained keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had display anomaly. The customer had low blood glucose level of 68 mg/dl and 89 mg/dl. The customer was treated with food. The insulin pump's display did not show anything, it looked like an old television with little vertical lines. It was beeping. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional . The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.